Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-aug-2025 ¿ the end-user reported that their dexcom g7 cgm had become unpaired from the ilet. The dexcom app continued displaying bg values, confirming the sensor was functional. Support guided the user through toggling, restarting, and re-entering the pairing code. The pairing process was restarted successfully. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.